Manufacturer narrative:
Product ID: 3889-28, lot# v571447, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported that the patient experienced a urinary tract infection (uti). The patient was treated with macrobid (100 mg bid x 7 days. The patient outcome was reported as an on-going event if additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the outcome of the event, as noted on (B)(6) 2013, was resolved without sequelae. If additional information is received, a follow report will be sent.

Event description:
Additional information received reported that the event actually resolved without sequela on (B)(6) 2012.